Manufacturer narrative:
(B)(4).

Event description:
It was reported that post implant the physician noted intermittent loss of capture due to dislodgement. The patient was taken back to the cath. Lab. The lead was explanted and replaced successfully. The patient was in stable condition post procedure.